Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible as the model and lot numbers of the device were unavailable. Based on the information received, the cause of the reported esophageal fistula could not be conclusively determined.

Event description:
One week following an atrial fibrilation (af) ablation procedure using a therapy cool flex ablation catheter, an esophageal ulcer was diagnosed. An af ablation procedure was performed on (B)(6) /2015 without incident but with recognition of the esophagus being close to the right pulmonary veins. An esophageal temperature probe was not used and ablation power was limited while used on the posterior left atrial wall. One week following the procedure, the patient reported to the hospital with a severe cough and pain with swallowing. Evaluation revealed an esophageal ulcer no intervention was needed and the ulcer improved with medical treatment. There were no performance issues with any sjm device used.